Event description:
Suture broke during procedure. A cardiac surgeon was the user of this device. There were no sequelae after this event. The sutures were went to th emfr, and a report was returned to the facility which stated, "the reported condition could not be confirmed. There were no abnormalities noted." The sutures were tested for tensile strength and they exceeded required specifications for the product. Device usage proglem: device failed (e.g. Broke, couldn't get it to work or stopped working).